Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter thoracic aortic aneurysm and dissection. The proximal neck was 34-33 mm in diameter and 20 mm in length in zone 4. It was reported that the patient expired due to a possible aortic aneurysm rupture after hematemesis. The location of the aneurysm rupture was not reported; however, it was noted that the patient's health condition did not allow for treatment as it was not possible to determine the dissection entry site. The investigator assessed this event as not device or procedure related. No further information is available.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, aneurysm rupture); patient's condition affected effectiveness of device (pre-operative dissection of the thoracic aorta); unapproved use of device (stent graft was implanted in a patient with a pre-operatively dissected thoracic aorta). Conclusions: known inherent risk of a procedure (death, aneurysm rupture); device failure related to patient condition (pre-operative dissection of the thoracic aorta) off-label, unapproved or contraindicated use (stent graft was implanted in a patient with a pre-operatively dissected thoracic aorta).